Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient was revised on a left knee due to patellar maltracking and femoral loosening.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patellar maltracking and femoral loosening involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation and results: based on a photograph provided, the bearing surface of the femoral component shows damage throughout the surface consistent with clinical use and subsequent removal and handling damage. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the reported patellar maltracking and femoral loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause.

Event description:
It was reported that patient was revised on a left knee due to patellar maltracking and femoral loosening.